Event description:
During an unrelated procedure, the set screw was unable to be removed from the device header. After a few attempts, the set screw was able to be removed and the left ventricular (lv) lead was removed. When a new lv lead was attempted to be connected, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of loose or intermittent connection and failure to remove set screw from the header was confirmed. Visual inspection of the device revealed the left ventricular (lv) setscrews were in horizontal position due to being turning counterclockwise too far out during the lead reposition procedure, which caused the setscrew to come off its setscrew port. Septum debris was also found in the lv setscrews inset. After removing septum debris and re-installing the lv setscrew, leads were able to be tightened without any issue. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Manufacturer narrative:
Corrected data: d6a.